Event description:
It is reported that the patient was implanted itst nail for trochanteric fracture on left femur in 2006. The patient suffered fracture again by fall three months later. The revision surgery was performed five days later.

Manufacturer narrative:
Evaluation summary: there are no pre-op or post-op x-rays returned for review. The fracture could have happened because of the patient's fall and a direct relationship cannot be made to the device as surgeon comments. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.